Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely fluid invaded the scope connector during handling of the device by the user. The fluid invasion caused an abnormality of electronic component, as a result error e315 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found no image was present when the endoscope was connected and switched on. Error code e315 was displayed on the screen, the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture. It is unable to be confirmed how the fluid has entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Furthermore, the following additional issues were identified during inspection: stained light cover glass, worn light cover glass adhesive, stained optical cover glass, worn optical cover glass adhesive, worn distal end adhesive, electric safety test not to specification, and the down angle not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed no image, total blackout. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the evis exera iii colonovideoscope displayed error code e315 (unsupported scope). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.